Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones due to high, out of range shock impedance measurements and increased pace impedance measurements. The measurements occurred during which the patient was hospitalized for hyperglycemia and infection. It was not reported what type of infection was being treated or where it was localized. The impedance measurements have since stabilized. No additional adverse patient effects were reported. The system remains in service.